Event description:
It was reported that the customer's insulin pump was not in use for two years and the buttons were requiring forceful pushing in order to work. A self-test was performed and passed. The customer stated she was in the hospital for high blood glucose but was not caused by the insulin pump. The customer was using pens to treat. Her blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).